Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 5. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.